Event description:
It was reported that the patient was hospitalised on (B)(6) 2026 with diabetic ketoacidosis. The patient¿s blood glucose rose to 600 mg/dl while wearing the pod between 24 and 36 hours. Reported symptoms include stomach pain, nausea, vomiting and weakness. The patient also reported that there was a small, red, raised lump at the infusion site (abdomen) when the pod was removed. The patient was treated with intravenous fluids and insulin. The patient was discharged on (B)(6) 2026.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: not available. Omnipod software app version: not available. Operating system: not available. Hardware: not available. Cgm sensor type: not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.